Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v386351, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v375109, implanted: (B)(6) 2010, product type: lead. Product ID: 3986a, lot# n140442, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v029694, implanted: (B)(6) 2010, product type: lead. Product ID: 3986a, lot# n138329, implanted: (B)(6) 2010, product type: lead. Product ID: 3550-09, lot# lc3722, implanted: (B)(6) 2005, product type: accessory. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported intermittent/erratic therapy and a loss of therapy. Therapy didn't seem to be working and they were increasing stimulation quite high. The only time she would feel stimulation was when she would cough or laugh. She was not getting relief from the therapy. The setting was up to 70 volts and she was not feeling anything. It was noted that she did not have an hcp. She wanted reprogramming. Then it was stated she had a primaryhcp. The patient disconnected the call. Relevant medical history included cervical radiculopathy. Follow-up was performed to determine what actions were taken to address the reported issues and if the issues were resolved. This event will be updated if additional information is received.